Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite gravity set had flow issues the following information was received by the initial reporter with the following verbatim ed and or department leadership stated the nursing staff have complained about the bd smart site gravity set 42434e. Leadership and nursing staff have stated the set runs very slow to gravity. States that the bd dedicated primary set runs much faster to gravity then the actual gravity set.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 42434e because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.